Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of ¿constant downstream¿ was reproduced. A review of the event history log revealed multiple occurrences of the customer reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide loose. The downstream tubing guide requires replacement in which force sensor no-tube and force sensor scale factor calibrations will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.